Manufacturer narrative:
MFR control no. Di97-113. The sample has been returned to arrow. Co's evaluation of the returned sample found that the guide wire was stuck in the catheter's central lumen and the outer coil wire was broken. Co was unable to determine how the guide was broken, but believe the cause was broken, but believe the cause of failure is user related.

Event description:
During the iab insertion procedure, when attempting the remove the guide wire resistance was encountered, and the guide wire could not be removed. The physician removed the catheter and the guide wire as a unit. Another iab was inserted and there were no further complications.